Manufacturer narrative:
Patient's birth year: 1937. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced hypotension. During the baseline transesophageal echocardiogram (tee) procedure the probe became inoperable and needed to be replaced. Thrombus was excluded but a full tee to for pre-existing effusion was not performed. During the procedure a pleural effusion was noticed, heparin was reversed and further interrogation was completed. Upon closer review of the pre procedure tee, hints of the effusion were visualized. It was determined that the plural effusion existed prior to the procedure and the effusion was plural not pericardial. This watchman® access system was selected; however; during advancement through the aneurismal interatrial septal (ias) to the left atrium the patient experienced a precipitous drop in blood pressure. The patient was treated with medication. It was further reported that because of the transient nature of the event, the time at which it took place and how quickly the patient recovered the drop in blood pressure may have been a vagal response. No further patient complications were reported.